Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added additional information. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: (B)(6) medical center. Emergency nursing notes. Abdominal pain, black stools, abdominal swelling, postop visit today, involved in motor vehicle crash (B)(6) 2009, pain constant. Medical history: liver/colon repair (B)(6) 2009. Exam: midline abdominal incision, abdomen wound healing well, no redness, no drainage noted. (B)(6) 2009: (B)(6) baptist medical center. [Signature illegible]. Emergency room visit [handwritten]. Abdominal pain, bloody stool times 4 days, status post abdominal surgery (B)(6) 2009 at university hospital for motor vehicle accident/trauma. Colon and liver injury, fractured ribs, not satisfied with care at university, to baptist for treatment. CT scan free fluid. Impression: abdominal pain post abdominal surgery, anemia, decreased gi bleed. [Illegible]. Admitted. (B)(6) 2009: (B)(6) medical center. (B)(6) md. Radiology ¿ abdomen flat & erect. Abdominal pain. Impression: nonspecific bowel gas pattern. (B)(6) 2009: (B)(6) medical center. [Signature illegible]. History and physical [handwritten]. Abdominal pain and bloody stools, left rib pain. Abdomen flat, non-distended, tender left lower quadrant. [Illegible]. Plan: gi evaluation. (B)(6) 2009: (B)(6) medical center. (B)(6) md. Radiology - CT abdomen/pelvis with contrast. Abdominal pain, passing blood via stool, post-surgery liver laceration/colon. Findings: free intraperitoneal air, likely related to recent surgery, small amount free fluid within tight upper abdomen tracking into right paracolic gutter. Infection of fluid cannot be excluded by CT. Fatty density involving wall of jejunal bowel loops within left upper quadrant, small bowel lipoma should be considered. Midline surgical incision with small amount of fluid anterior to rectus abdominis musculature. Stool throughout colon. Diverticulosis of sigmoid colon. Follow up CT of abdomen/pelvis recommended. (B)(6) 2009: (B)(6) medical center. (B)(6) md. Progress note [handwritten]. Feels better, hungry, afebrile, abdomen tender left side. No [illegible]. Possible colon problem. What was done at (B)(6) hospital. Will consult gi, obtain information from (B)(6) hospital. (B)(6) 2009: (B)(6). (B)(6) md. Consultation report. Rectal bleeding. History: involved in motor vehicle accident. Underwent abdominal surgery. Patient says problem between the liver and colon, possibly had surgery on colon. Also, something done with his kidney. In hospital for several days, discharge feeling well. Last week, began abdominal pain. Most pain right lower quadrant near midline incision. Also, some left upper quadrant pain which he thinks may be from broken ribs. Began passing melena. Went to surgery clinic at (B)(6) hospital, told to go to emergency room. Today, feeling much better. Still has mild abdominal pain. Says he is hungry. No nausea, vomiting, fever. Exam: abdomen soft with tenderness near incision, particularly to right of incision. No masses, bowel sounds normal. Hemoglobin was 8, today 8.3. Received blood. CT of abdomen shows diverticulosis, stool in colon. Some free intraperitoneal air and free fluid, may be post-surgical. Abdominal x-ray showed nonspecific bowel gas pattern, did not show free air. Assessment: status post motor vehicle accident two weeks ago. Underwent abdominal surgery through details area not known. Now having melena. Says he may have had colonic surgery; bleeding may have lower gi etiology. However, upper gi etiology is also possible, since has been taking daily aleve. I will start by doing an egd [esophagogastroduodenoscopy], tomorrow. If egd negative, a colonoscopy may be scheduled after previous surgery documents are reviewed. Case discussed with dr. (B)(6). (B)(6) 2009: (B)(6). (B)(6) md. Procedure ¿ upper gi endoscopy. Indications: acute post hemorrhagic anemia. Findings: hiatus hernia. Two non-bleeding linear gastric ulcers with no stigmata of bleeding were found in gastric antrum. Largest lesion 8 mm dimension. Biopsied with cold forceps for histology. Multiple small non-bleeding erosions found in gastric antrum. No stigmata of recent bleeding. Diffuse moderately erythematous mucosa without active bleeding and no stigmata of bleeding found in the duodenal bulb. Impression: hiatus hernia, normal esophagus, gastric ulcers with clean base, was biopsied. Non-bleeding erosive gastropathy, erythematous duodenopathy. (B)(6) 2009: (B)(6). (B)(6) md. Histology report. Accession # (B)(4). Specimen: gastric antrum, ulcer, rule out h. Pylori. Final pathologic diagnosis: gastric antrum, biopsy: chronic gastritis. Immunostain for h. Pylori is negative. No intestinal metaplasia or dysplasia identified. Gross: received in formalin labeled with patient¿s name, stomach antrum, is 0.3 cm soft, tan-pink tissue fragment. Entirely submitted in single cassette. (B)(6). (B)(6) 2009: (B)(6) medical center. (B)(6) md. Progress note [handwritten]. Feels weak, has pain, afebrile, abdomen [illegible] drainage from wound. Wbc 7.8. (B)(6) 2009: (B)(6). (B)(6) md. Discharge summary. Motor vehicle accident (B)(6) 2009, underwent exploratory laparotomy at (B)(6) hospital. Discharged, went back to clinic complaints of abdominal pain and bloody bowel movements. Sent to emergency room for abdominal pain, bloody stools and left rib pain. On admission had hematocrit of 24, received two units of blood, brought hematocrit up to 27. No further episodes of bloody bowel movements. Gi consulted, endoscopy performed, revealed gastric ulcerations, felt responsible for blood loss. CT performed, did not reveal any collections of fluid or abscess in abdominal cavity. Surgery at (B)(6) hospital had grade I liver laceration, serosal tear of colon and gallbladder, no other hollow viscus injury. Discharged home in better condition on regular diet, limited activity, nexium and percocet for pain, followed in office in two weeks. (B)(6) 2009: (B)(6) medical center. (B)(6) md. Progress note [handwritten]. Complaint of nausea, weakness. Abdomen tender right side. Repeat [illegible]. (B)(6) 2009: (B)(6) medical center. (B)(6) md. Radiology ¿ abdomen flat & erect. Abdominal pain. Impression: nonobstructive bowel gas pattern. (B)(6) 2009: (B)(6) medical center. Discharge instruction sheet. Resume usual activity, no diet restrictions. (B)(6) 2010: (B)(6) medical center. (B)(6) md. History and physical [handwritten]. Incisional hernia secondary to exploratory lap for motor vehicle accident in 03/2009. Exam abdomen: midline scar with [illegible] hernia, epigastric area. Impression: ventral incisional hernia. Plan: repair. (B)(6) 2010: (B)(6) medical center. (B)(6) md. Progress note [handwritten]. Complaint of abdominal pain. Abdominal [illegible]. Observe today. (B)(6) 2010: (B)(6) medical center. (B)(6) md. Progress note [handwritten]. Complain of left lower quadrant pain. Afebrile. Abdomen soft. ? Etiology of pain. (B)(6) 2010: (B)(6) medical center. (B)(6) md. Progress note [handwritten]. Left lower quadrant pain, same as pre-op pain. Afebrile. Wbc 9.1. CT today. (B)(6) 2010: (B)(6) medical center. (B)(6) md. Radiology ¿ CT abdomen with contrast. History: left lower quadrant pain status post ventral hernia repair. Results: interval postoperative change of midline ventral hernia surgery with graft extending along anterior peritoneum from the level of the umbilicus superiorly into the epigastric region. Residual hematoma-seroma noted anterior operative site midline and left paracentral 3.8 cm greatest transverse dimension containing small amount of air. Osteotomy also below this level. 2.9 cm size focal fluid collection noted anterior linea alba region above level of umbilicus. Absence of fluid right paracolic subhepatic space anterior mid and lower renal pole. Decrease in anterior midline anterior abdominal wall postop change otherwise. Question small bowel lipoma cannot be well localized. Few diverticula noted involve sigmoid colon. Impression: status post anterior abdominal wall hernia repair surgery with two small fluid collections which are extra abdominal, subcutaneous. (B)(6) 2010: (B)(6) medical center. (B)(6) md. Progress note [handwritten]. CT-no path noted in left lower quadrant to explain pain. Try [illegible]. (B)(6) 2010: (B)(6) medical center. Discharge instruction sheet. No heavy lifting over 10 pounds. Ok to shower. Keep wound clean, dry. Follow up dr. (B)(6) in 7 days. (B)(6) 2010: (B)(6). (B)(6) md. History and physical. Incisional hernia secondary to exploratory laparotomy from motor vehicle accident in (B)(6) 2009. Exam abdomen: midline scar with visible hernia in epigastric area. Impression: ventral incisional hernia. Plan: laparoscopic ventral incisional hernia repair. [Missing records: records for alleged injuries were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Health effect impact code: f26: no health consequences or impact. Medical device component: g07001: part/component/sub-assembly term not applicable. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 1994, 3191: appropriate term/code not available for ¿open wound¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span march 24, 2009 through may 4, 2010 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial device. Patient information: medical history: ¿staph infection¿ motor vehicle accident [mva] with grade I liver laceration and serosal tear of colon and gallbladder gastric ulcer with hemorrhage duodenitis diaphragmatic hernia diverticulosis chronic gastritis peptic ulcer disease prior surgical procedures: (B)(6) 2009: exploratory laparotomy following mva with incisional hernia relevant medical information: (B)(6) 2009: inpatient hospitalization. ­ (B)(6) 2009: ¿abdominal pain, black stools, abdominal swelling, postop visit today, involved in motor vehicle crash (B)(6) 2009, pain constant.¿ ¿midline abdominal incision, abdomen wound healing well, no redness, no drainage noted.¿ ­ (B)(6) 2009: CT abdomen/pelvis: ¿free intraperitoneal air, likely related to recent surgery, small amount free fluid within tight upper abdomen tracking into right paracolic gutter. Infection of fluid cannot be excluded by CT. Fatty density involving wall of jejunal bowel loops within left upper quadrant, small bowel lipoma should be considered. Midline surgical incision with small amount of fluid anterior to rectus abdominis musculature. Stool throughout colon. Diverticulosis of sigmoid colon.¿ (B)(6) 2009: ¿abdomen soft with tenderness near incision, particularly to right of incision. Abdominal x-ray showed nonspecific bowel gas pattern, did not show free air.¿ (B)(6) 2009: upper gi [gastrointestinal] endoscopy: ¿hiatus hernia, normal esophagus, gastric ulcers with clean base, was biopsied. Non-bleeding erosive gastropathy, erythematous duodenopathy.¿ (B)(6) 2009: discharge summary: ¿motor vehicle accident (B)(6) 2009, underwent exploratory laparotomy at university hospital. Discharged, went back to clinic complaints of abdominal pain and bloody bowel movements. Sent to emergency room for abdominal pain, bloody stools and left rib pain. On admission had hematocrit of 24, received two units of blood, brought hematocrit up to 27. No further episodes of bloody bowel movements. Gi consulted, endoscopy performed, revealed gastric ulcerations, felt responsible for blood loss. CT performed, did not reveal any collections of fluid or abscess in abdominal cavity. Surgery at university hospital had grade I liver laceration, serosal tear of colon and gallbladder, no other hollow viscus injury.¿ implant preoperative complaints: (B)(6) 2010: ¿incisional hernia secondary to exploratory lap for motor vehicle accident in (B)(6) 2009. Exam abdomen: midline scar with [illegible] hernia, epigastric area.¿ implant procedure: laparoscopic ventral incisional hernia repair. Implant: gore® dualmesh® plus biomaterial (06824710/1dlmcp03) 10 cm x 15cm, oval. Implant date: (B)(6) 2010 [hospitalization (B)(6), 2010] description of hernia being treated: ¿a 5 mm incision was made in the left upper quadrant and the veress needle placed. The abdomen was easily inflated with co2 to 12 mmhg. A 5 mm optiview was advanced and the scope placed. Inspection revealed no injury to the underlying bowel. Inspection of the abdomen revealed no gross abnormalities. There were some adhesions of the omentum to the anterior abdominal wall in the epigastric region where the hernia was present. Using blunt dissection and the harmonic scalpel, the adhesions to the anterior abdominal wall were carefully taken down. This did not involve any bowel. This left a distinct defect in the mid epigastric area and a smaller defect adjacent to that. There was no abnormality in the lower abdomen. The falciform ligament was also taken down using the harmonic scalpel.¿ implant size and fixation: ¿next, the skin was marked and measured, then a piece of dual mesh 10 x 15 cm was marked appropriately, and the sutures placed inferiorly and superiorly of 2-0 gore-tex. The mesh was then passed through the lateral 5 mm port and placed. Using the suture passer, the superior and inferior sutures were placed and then tied. This achieved excellent approximation of the mesh to the abdominal wall. Next, the ___ [sic] was used to fix the periphery of the mesh to the abdominal wall. [Per the implant records ¿sorbafix¿, quantity: 1, was utilized]. This achieved excellent placement of the mesh. A spinal needle was advanced through the middle of the defect, which indeed was at the middle of the placed mesh. Single additional suture was placed using the needle passer in the right midportion of the mesh. The area was irrigated and the fluid aspirated. There was no evidence of bleeding. The 5-mm cannulas were then removed. The co2 was allowed to escape. The wounds were closed using 4-0 vicryl followed by steri-strips.¿ post-operative period: [4 days] (B)(6) 2010: ¿complaint of abdominal pain. Abdominal [illegible]. Observe today.¿ (B)(6) 2010: ¿complain of left lower quadrant pain. Afebrile. Abdomen soft. ? Etiology of pain.¿ (B)(6) 2010: ¿left lower quadrant pain, same as pre-op pain. Afebrile.¿ (B)(6) 2010: CT abdomen/pelvis: ¿interval postoperative change of midline ventral hernia surgery with graft extending along anterior peritoneum from the level of the umbilicus superiorly into the epigastric region. Residual hematoma-seroma noted anterior operative site midline and left paracentral 3.8 cm greatest transverse dimension containing small amount of air. Osteotomy also below this level. 2.9 cm size focal fluid collection noted anterior linea alba region above level of umbilicus. Absence of fluid right paracolic subhepatic space anterior mid and lower renal pole. Decrease in anterior midline anterior abdominal wall postop change otherwise. Question small bowel lipoma cannot be well localized. Few diverticula noted involve sigmoid colon.¿ impression: status post anterior abdominal wall hernia repair surgery with two small fluid collections which are extra abdominal, subcutaneous. (B)(6) 2010: ¿CT-no path noted in left lower quadrant to explain pain. Try [illegible].¿ (B)(6) 2010: discharge summary: ¿incisional hernia secondary to exploratory laparotomy done for mva in march 2009. Left-sided abdominal pain, worse after eating. On exam had midline scar with visible hernia in epigastric area. Admitted, taken to surgery. Found to have, ventral incisional hernia in the epigastric area with two defects. Hernia repaired using dualmesh. Postop, continued to have pain left lower quadrant, was similar/same pain he had preoperatively. CT scan of abdomen and pelvis revealed changes with hernia repair, no other abnormalities. Specifically, no abnormalities in pelvis or left lower quadrant. Etiology of pain remains obscure.¿ no heavy lifting over 10 pounds. Follow up in 7 days. Relevant medical information: (B)(6) 2010: ¿incisional hernia secondary to exploratory laparotomy from motor vehicle accident in march 09. Exam abdomen: midline scar with visible hernia in epigastric area. Impression: ventral incisional hernia. Plan: laparoscopic ventral incisional hernia repair.¿ conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, status of the device is unable to be confirmed and therefore not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Name: gore® dualmesh® plus biomaterial. Manufacturer/compounder: w. L. Gore & associates, inc.. Lot number: 06824710. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07001: part/component/sub-assembly term not applicable. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 1994, 3191: appropriate term/code not available for ¿open wound¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span march 24, 2009 through may 4, 2010 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial device. Patient information: medical history: ¿ ¿staph infection¿ ¿ motor vehicle accident [mva] with grade I liver laceration and serosal tear of colon and gallbladder ¿ gastric ulcer with hemorrhage ¿ duodenitis ¿ diaphragmatic hernia ¿ diverticulosis ¿ chronic gastritis ¿ peptic ulcer disease prior surgical procedures: on (B)(6) 2009 exploratory laparotomy following mva with incisional hernia relevant medical information: on (B)(6) 2009 inpatient hospitalization. ­on (B)(6) 2009 ¿abdominal pain, black stools, abdominal swelling, postop visit today, involved in motor vehicle crash (B)(6) 2009, pain constant.¿ ¿midline abdominal incision, abdomen wound healing well, no redness, no drainage noted.¿ ­ on (B)(6) 2009 CT abdomen/pelvis: ¿free intraperitoneal air, likely related to recent surgery, small amount free fluid within tight upper abdomen tracking into right paracolic gutter. Infection of fluid cannot be excluded by CT. Fatty density involving wall of jejunal bowel loops within left upper quadrant, small bowel lipoma should be considered. Midline surgical incision with small amount of fluid anterior to rectus abdominis musculature. Stool throughout colon. Diverticulosis of sigmoid colon.¿ ­ on (B)(6) 2009 ¿abdomen soft with tenderness near incision, particularly to right of incision. Abdominal x-ray showed nonspecific bowel gas pattern, did not show free air.¿ ­ on (B)(6) 2009 upper gi [gastrointestinal] endoscopy: ¿hiatus hernia, normal esophagus, gastric ulcers with clean base, was biopsied. Non-bleeding erosive gastropathy, erythematous duodenopathy.¿ ­ on (B)(6) 2009 discharge summary: ¿motor vehicle accident (B)(6) 2009, underwent exploratory laparotomy at (B)(6) hospital. Discharged, went back to clinic complaints of abdominal pain and bloody bowel movements. Sent to emergency room for abdominal pain, bloody stools and left rib pain. On admission had hematocrit of 24, received two units of blood, brought hematocrit up to 27. No further episodes of bloody bowel movements. Gi consulted, endoscopy performed, revealed gastric ulcerations, felt responsible for blood loss. CT performed, did not reveal any collections of fluid or abscess in abdominal cavity. Surgery at (B)(6) hospital had grade I liver laceration, serosal tear of colon and gallbladder, no other hollow viscus injury.¿ implant preoperative complaints: on (B)(6) 2010 ¿incisional hernia secondary to exploratory lap for motor vehicle accident in (B)(6) 2009. Exam abdomen: midline scar with [illegible] hernia, epigastric area.¿ implant procedure: laparoscopic ventral incisional hernia repair. Implant: gore® dualmesh® plus biomaterial (06824710/1dlmcp03) 10 cm x 15cm, oval. Implant date: (B)(6) 2010 [hospitalization on (B)(6) 2010] ¿ description of hernia being treated: ¿a 5 mm incision was made in the left upper quadrant and the veress needle placed. The abdomen was easily inflated with co2 to 12 mmhg. A 5 mm optiview was advanced and the scope placed. Inspection revealed no injury to the underlying bowel. Inspection of the abdomen revealed no gross abnormalities. There were some adhesions of the omentum to the anterior abdominal wall in the epigastric region where the hernia was present. Using blunt dissection and the harmonic scalpel, the adhesions to the anterior abdominal wall were carefully taken down. This did not involve any bowel. This left a distinct defect in the mid epigastric area and a smaller defect adjacent to that. There was no abnormality in the lower abdomen. The falciform ligament was also taken down using the harmonic scalpel.¿ ¿ implant size and fixation: ¿next, the skin was marked and measured, then a piece of dual mesh 10 x 15 cm was marked appropriately, and the sutures placed inferiorly and superiorly of 2-0 gore-tex. The mesh was then passed through the lateral 5 mm port and placed. Using the suture passer, the superior and inferior sutures were placed and then tied. This achieved excellent approximation of the mesh to the abdominal wall. Next, the ___ [sic] was used to fix the periphery of the mesh to the abdominal wall. [Per the implant records ¿sorbafix¿, quantity: 1, was utilized]. This achieved excellent placement of the mesh. A spinal needle was advanced through the middle of the defect, which indeed was at the middle of the placed mesh. Single additional suture was placed using the needle passer in the right midportion of the mesh. The area was irrigated and the fluid aspirated. There was no evidence of bleeding. The 5-mm cannulas were then removed. The co2 was allowed to escape. The wounds were closed using 4-0 vicryl followed by steri-strips.¿ ¿ post-operative period: [4 days] ­ on (B)(6) 2010 ¿complaint of abdominal pain. Abdominal [illegible]. Observe today.¿ ­ on (B)(6) 2010 ¿complain of left lower quadrant pain. Afebrile. Abdomen soft. ? Etiology of pain.¿ ­ on (B)(6) 2010 ¿left lower quadrant pain, same as pre-op pain. Afebrile.¿ ­ on (B)(6) 2010 CT abdomen/pelvis: ¿interval postoperative change of midline ventral hernia surgery with graft extending along anterior peritoneum from the level of the umbilicus superiorly into the epigastric region. Residual hematoma-seroma noted anterior operative site midline and left paracentral 3.8 cm greatest transverse dimension containing small amount of air. Osteotomy also below this level. 2.9 cm size focal fluid collection noted anterior linea alba region above level of umbilicus. Absence of fluid right paracolic subhepatic space anterior mid and lower renal pole. Decrease in anterior midline anterior abdominal wall postop change otherwise. Question small bowel lipoma cannot be well localized. Few diverticula noted involve sigmoid colon.¿ impression: status post anterior abdominal wall hernia repair surgery with two small fluid collections which are extra abdominal, subcutaneous. ­ on (B)(6) 2010 ¿CT-no path noted in left lower quadrant to explain pain. Try [illegible].¿ ­ on (B)(6) 2010 discharge summary: ¿incisional hernia secondary to exploratory laparotomy done for mva in (B)(6) 2009. Left-sided abdominal pain, worse after eating. On exam had midline scar with visible hernia in epigastric area. Admitted, taken to surgery. Found to have, ventral incisional hernia in the epigastric area with two defects. Hernia repaired using dualmesh. Postop, continued to have pain left lower quadrant, was similar/same pain he had preoperatively. CT scan of abdomen and pelvis revealed changes with hernia repair, no other abnormalities. Specifically, no abnormalities in pelvis or left lower quadrant. Etiology of pain remains obscure.¿ no heavy lifting over 10 pounds. Follow up in 7 days. Relevant medical information: on (B)(6) 2010 ¿incisional hernia secondary to exploratory laparotomy from motor vehicle accident in on (B)(6) 2009. Exam abdomen: midline scar with visible hernia in epigastric area. Impression: ventral incisional hernia. Plan: laparoscopic ventral incisional hernia repair.¿ conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, status of the device is unable to be confirmed and therefore not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: gore® dualmesh® plus biomaterial. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06824710. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
Review of the file determined this event to be non-reportable, as the alleged injuries do not meet the definition of a reportable serious injury adverse event. Therefore, this medwatch will be retracted.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral incisional hernia repair on (B)(6) 2010, whereby a gore® dualmesh® plus biomaterial was implanted. It was reported the patient alleges the following injuries: adhesion; open wound; recurring hernia; severe abdominal or groin pain. Additional event specific information was not provided.